Manufacturer narrative:
(B)(4). Batch # unk a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an open sigmoid take down of a colo vesical fistula colorectal anastomosis the power stapler was introduced into the rectum trocar and spike advanced through the rectum. Anvil was married to the trocar spike. Stapler was dialed down, so safety was released; stapler window was illuminated. The stapler would not engage or fire when the button was pressed. The doctor removed the battery and inserted it back in. He also remarried the trocar to the spike multiple times and the device still would not fire. Doctor got a new device, kept the same anvil from the original device and introduced ngtube onto the spike of the original stapler, removed the original stapler from the rectum leaving the ngtube to plug the hole. Then he used the ngtube to funnel new stapler into the rectum and the new stapler fired successfully with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 03/15/2021. D4: batch # u5ck36. H6: component code = electrical and magnetic (g02). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The green checkmark did not illuminate upon insertion of the battery, indicating that the device was not fired. Attempts to fire the device in the lab were unsuccessful, confirming the experience. Troubleshooting has isolated the anvil detect circuit as the root cause. The flex circuit was found to have a crack in one of the conductive traces which in turn is suspected to create an open circuit, preventing the device from firing. No conclusion could be reached as to what may have caused the failure of the device. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green checkmark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.